Event description:
It was reported that the lead was capped due to oversensing.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between august 13 2025 and january 28, 2026 recorded the shock impedance around 400 ohms with recurrent decreases to <200 ohms between august and november 2025. Furthermore the pacing impedance was around 500 ohms but repeatedly showed decreases to around 250 ohms. The analysis of the provided iegm episodes from december 2025 as well as january and february 2026 revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.